Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer partially closed due to component issue. Field service engineer replaced the slide rails to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer closed partially. The customer reported that users were unable to remove medications.which has led to delays in patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation system drawer closed partially. The customer reported that users were unable to remove medications which has led to delays in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: b5, d1, h6, h11.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer partially closed due to component issue. A field service engineer replaced the slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.